Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received regarding the patient's allergy report from their doctor. Upon review of the report, the patient is hypersensitive to cyanoacrylate. Cyanoacrylate is present in the sensor pod assembly and is associated with sensor use. The reported event of a skin reaction was confirmed. No further patient or event information is available.

Manufacturer narrative:
(B)(4). The dexcom g4 mobile platinum glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the use of prescribed medication to prevent skin irritation on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient stated that she uses prescription betamethasone valerate foam and tacrolimus topical ointment to prevent skin irritation at the sensor insertion site. Patient received prescription on (B)(6) 2015 from the dermatologist. Topical ointment was made especially for the patient as it was determined she has an allergy to a particular type of acrylic. At the time of contact, patient did not have any active skin irritations. Dates of issue, sensor insertion and dermatologist visit are approximations. No additional event or patient information was provided.